Event description:
It was reported that the physician attempted to cycle the inflatable penile prosthesis (ipp) in the office as the patient said the device has not been working for at least a year. The physician was unable to cycle the pump so revision surgery was performed. During revision surgery, the cylinders were found to be fractured and had became ingrown into the tissue. After the prosthesis was explanted the doctor diagnosed a mild infection in the scrotum after observing discolored fluid. The scheduled ipp replacement was aborted and the physician implanted a malleable device instead. The patient is expected to fully recover.

Event description:
It was reported that the physician attempted to cycle the inflatable penile prosthesis (ipp) in the office as the patient said the device has not been working for at least a year. The physician was unable to cycle the pump so revision surgery was performed. During revision surgery, the cylinders were found to be fractured and had became ingrown into the tissue. The explantation was difficult and after the prosthesis was explanted the doctor diagnosed a mild infection in the scrotum after observing discolored fluid. The scheduled ipp replacement was aborted and the physician implanted a malleable device instead. The patient is expected to fully recover.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the ams700 momentary squeeze (ms) pump, cylinders and reservoir underwent a thorough analysis. The reservoir was visually and microscopically examined and functionally tested. No anomalies were found with the reservoir. The pump was examined and the kink resistant tubing (krt) was fatigue and worn down to the filament. The cylinders were observed and both of them had a cylinder tear in the outer tube in the bodies that was the result of wear at folds also small leaks were present. Based on the information available and analysis results, the fluid leak identified in the cylinders could have caused or contributed to the reported clinical observation of the mechanical issues.